Event description:
It was reported that 43 days post spinal cord stimulation (scs) implant procedure the patient passed away for an unknown reason. No additional information is available at this time.